Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported transmitter did not hold charge. After keeping it on charger for more than 2 hours, transmitter was charged around 20%. Customer replaced batteries in the charger but that did not resolve the issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.